Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2616 - problem associated with the device being positioned in a location other than intended or specified. H6: code 3331 ¿ the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As the medical device remains implanted, return not possible. The gore tag thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta) failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a proximal type I endoleak from non-gore thoracic device using a gore tag conformable thoracic stent grafts with active control system and a gore excluder aaa endoprosthesis contralateral leg component as a chimney device to the brachiocephalic artery. After deployment of all the devices, the patient¿s blood pressure dropped. The physician performed a thoracotomy and found that the device seemed to be positioned more proximal than intended, and that the proximal portion of the devices might be possibly at the level of the aortic valve, interfering the valve¿s function. The physician manually cut the proximal portion of the devices for about 3 cm and removed it from the patient. Most of the devices remained implanted. The final angiography showed sufficient blood flow. The patient tolerated the procedure. It was reported that the cause of the blood pressure drop was possibly due to the position of the devices being at the level of the aortic valve; however it could not be confirmed.